Manufacturer narrative:
Updated analysis summary by (B)(6) on mar 16, 2022. Retainer ring = clear. On (B)(6) 2021 the customer was hospitalized for high blood glucoses. Allegation to pump defectiveness (unexpected insulin flow block alarms) noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No unexpected insulin flow blocked alarm noted. No delivery alarms was not noted in insulin pump history on event date. The test p-cap and reservoir does lock in place in the reservoir compartment. Device received with serial number label fading, torn keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unexpected insulin flow blocked alarm/no delivery alarm not confirmed during testing or in pump history/trace files. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial report had the incorrect information. The correct date has been provided with this report. On march 30, 2021 it was reported that the customer was hospitalized on (B)(6) 2021.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect g4 of 03-apr-2021, when the correct g4 date was 30-mar-2021.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency visit due to high blood glucose first time on (B)(6) 2021 with blood glucose of over 500 mg/dl. The customer was hospitalized due to went to the emergency visit due to high blood glucose second time on (B)(6) 2021 with blood glucose of 507 or 509 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated intravenous insulin infusion. The customer reported that the insulin pump had insulin flow block alarm and insulin did exit. The high pressure test was performed and passed. The insulin pump will not be returned for analysis.